Manufacturer narrative:
The complaint is unable to be confirmed. There is no evidence to suggest an edwards/supplier manufacturing defect. Sizing and seating-related events during valve implantation refer to challenges associated with selecting and deploying the appropriate valve size within the patients annulus. These events typically arise intraoperatively due to valve displacement and/or patient anatomy. This may result in regurgitation, jet formation, or leaflet mobility issues, but it does not indicate a device malfunction. Such events are generally attributed to surgical technique or anatomical factors. In this case, the device was exchanged intraoperatively with no harm to the patient. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is procedural factors, including the implantation of an oversized valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that a 19mm 11500aj aortic valve was explanted at implant due to oversizing that resulted in a tear of the sinus of valsalva. The device was replaced with a 17mm non-edwards mechanical valve. No complications related to this device exchange were reported. The patient outcome was reported as recovered. Per the reported information, the procedure was performed as a minimally invasive aortic valve replacement via mini-axillary incision using a supra-annular technique. Sizing was performed using a19 mm sizer with both the cylindrical and replica ends, and the fit was slightly tight. During the repair of the torn sinus of valsalva, the leaflet of the device was accidentally damaged by a needle.